Event description:
Customer reported the system is displaying an intermittent error message. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motherboard, communication pcb, and hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.